Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the plunger got jammed in the injector. The product was retained and returned to rayner for evaluation. The device was returned dehydrated, with one flap detached from injector body (returned in the same blister tray as the injector). There was no breakage (caused by force) to any part of injector observed. The flap detachment observed in this case is attributable to incorrect assembly during manufacture. The plunger was found bonded and jammed between the chamber and the nozzle, confirming the event as reported. Cosmetic inspection of the nozzle identified that the nozzle was cracked, and multiple stress marks were also observed. This kind of damage to the nozzle is due to a build-up of pressure within the nozzle as a result of multiple attempts made by the user to progress the plunger and deliver the lens. From the product return inspection performed we conclude that the incorrect assembly of the movable flaps during manufacture is the likely root cause of the plunger getting jammed during injection in this case. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric (B)(4) batch 052192207.

Event description:
On (B)(6) 2022, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone aspheric (B)(4). The event description provided states that the plunger jammed in the injector.